Manufacturer narrative:
The patient was referred to an endodontist for removal of the broken parts. The broken parts were removed and the root canal procedure was completed by the endodontist. To date, the patient is doing fine. A visual evaluation was performed on the returned product. The returned file had dull cutting edges and appeared to be used. The returned device had also untwisted at the breaking point, which is indicative of the file tip meeting resistance while in the canal. These investigation results suggest that the incident which had occurred was not due to a product failure.

Event description:
A doctor alleged that a k3 engine file had broken during a patient's procedure.